Event description:
It was reported that the right ventricular lead had rising and high threshold and decreased r waves. The lead was repositioned and remains in use. It was also reported that the device measured a rapid rise in left ventricular (lv) lead threshold and pacing impedance for vectors involving lv1. Coagulated blood was noted in the lv port, and when the lead was flushed and testing with the analyzer, the threshold and impedance were normal. As the lead was being re-inserted into the header, the set screw would not engage and the physician suspected the lead measurement issues were caused by a device header issue where blood entered the port. The device was explanted and replaced. No patient complications have been reported as a result of this event.